Event description:
The iab was inserted into the patient on 12/31/1997 at 4:44 p.m. And removed on 1/2/1998 at 4:00 p.m. The iab did not malfunction.the patient had thrombocytopenia. The iab was not returned to datascope.(event complications: thromobcytopenia - reported 7/28/98.) (Pt's current status: discharged-rpt'd 7/28/98.)